Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the weld broke at the bolt and hex area. A previous complaint found there is no penetration depth defined on the drawing. Review of the as400 found this lot was placed into distribution on july 20, 2012 and is over 4 years old. A request was sent on october 13, 2016 to wwcpd for this family of product codes to revise the drawing to the current weld guidelines/standards. No further actions indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When surgeon went to use instrument, it was in three (3) pieces.